Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of post-paced t-wave oversensing and loss of sensing were noted on the device. Technical support was contacted but the loss of sensing could not be confirmed. No intervention has been conducted at this time but reprogramming is anticipated at the patient's next follow up. The patient was stable and will continue to be monitored.